Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt/check te pad messages) was due to contamination found on the distribution node pca. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages.